Event description:
Information was received indicating that during use of this smiths medical cadd solis vip pump, the pump experienced over infusion. No patient injury reported.

Manufacturer narrative:
H6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device intact. The customer stated problem was duplicated and confirmed. The device's delivery accuracy was running at three different tests, all of the test were found to be over the manufacturing specifications. The pump's expulsor was replaced to bring the delivery into more nominal of a range. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.